Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected:h6(device codes). Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04315. Concomitant medical products: van ps open intl fem-lt 60, catalog#: 183124, lot#: 156450; vngd ps tib brg 10x63/67mm, catalog#: 183620, lot#: 450600; series a pat std 31 3 peg, catalog#: 184764, lot#: 477490; cobalt-g hv bone cement 40gm b, catalog#:402433, lot#: 539710. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Medical records received 17 june 2019 and were reviewed 05 september 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total left knee arthroplasty due to osteoarthritis. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications. Attune knee components and smartset cement were implanted in the procedure. On (B)(6) 2017, the patient underwent a left knee revision due to loosening, stiffness, and pain. The surgeon indicated the femoral component was very stable, but revised, and the patella was well fixed. The patella was not revised. The surgeon reported the tibial component was loose at unknown interface. The surgeon reported no intraoperative complications. All competitor components were implanted in the revision. Doi: (B)(6) 2015; dor: (B)(6) 2017, (lt knee).